Event description:
As reported by the field, during a coil embolization to the right internal carotid artery, a 4x8 orbit galaxy xtrasoft coil (640cx0408, 30456579) was ¿abnormal¿ under x-ray during its delivery to echelon 10(1.7f/2.1f)-150cm microcatheter (mc). The physician retracted the coil for inspection and found it unraveled/stretched. A new coil was switched to complete the surgery (the microcatheter was not replaced). There was no patient injury reported. Additional information received indicated that there was no resistance encountered while advancing the coil through the microcatheter or at any time. Prior to this coil, other coils have been able to be advanced through the same microcatheter. The coil did not separate into two pieces. The device was inspected for damage prior to use. An adequate flush was maintained through the devices. It is unknown if the event delayed the procedure. The concomitant devices functioned as expected.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). One video and one picture were attached to the complaint file, in which can be noted that the device is inside of the hoop, and when it is taken out, it was noted that the coil is severely stretched and tangled with the unit. Residues of dried blood can be noted on it. The involved microcatheter was not shown in the picture/video. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the stretched condition noted in the coil. This investigation was performed based only on the photo provided. The device said to be involved was reported as discarded; therefore, no further evaluation will be conducted. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.